Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported than an "invalid data" message was on cardiac compass. The company's technical services consultant noted no action was required as the memory location will hold information in several months time. The device remains in use. No patient complications were reported as a result of this event.